Event description:
After using opti-free puremoist contact lens cleaner, my eyes became infected. Pink sclera and white discharge. Removed contacts and wore glasses for over a week and treated with otc homeopathic eye drops. Later, when putting in new replacement contact lenses, noticed foul smell from bottle of contact lens cleaner. Very moldy. Purchased at neighborhood market in (B)(6) 2023. Lot: 11c8a, exp: 6/30/2023. Contact storage and cleansing.